Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k072642. Item will not be returned to the manufacturer.

Event description:
It wa reported that the prosthetic screw fractured in the patient's mouth. A new screw was placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® titanium large hexed screw (ilrght) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the ilrght dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complainant reported that the implant was placed on (B)(6) 2018. The bridge became loose, it was tightened with teflon and composite placed. Bridge loose, and screw on tooth location 19 was fractured. The reported complaint could not be verified with the information provided.

Event description:
No further event information is available at the time of this report.